Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine with concentration 400 mcg/ml at a dose rate of 80 mcg/day and morphine with concentration 2000 mcg/ml at a dose rate of 400 mcg/day via an implantable pump for non-malignant pain. It was initially reported the patient had a surgery friday (pump implanted (B)(6) 2018) and had experienced some symptoms of weakness of legs and urinary retention post-surgery. The patient went into the hospital over the weekend. The date of the event was (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). On (B)(6) 2018, a company representative clarified who initially reported the event to the manufacturer. Regarding the leg weakness, urinary retention, and patient having went into the hospital, it was noted as being unknown if there was a device issue, patient/therapy issue, procedure issue, etc. The patient was admitted to a hospital from an emergency room (ER) and as of the reported date the patient was in-patient. Diagnostic testing or troubleshooting performed related to leg weakness and urinary retention was unknown. Further action/intervention taken to resolve the leg weakness and urinary retention was unclear to the company representative, but it was indicated that the pump was turned down. The company representative further indicated that they were not sure as of today if the leg weakness and urinary retention had been resolved. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information was confirmed with the physician/account. No further patient complications have been reported as a result of this event.